Event description:
Hill-rom received a report from the account stating the nurse call could not work, the bed was located in the pt room. There was no pt/user injury reported. This reported was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the sidecom communication board was not working. Since hill-rom was not provided a serial number for this bed, we were unable to determine if hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on this bed. The tech replaced the sidecom communication board to resolve the issue. Based on this info, no further action is required.